Manufacturer narrative:
This report is submitted on december 11, 2023.

Event description:
Per the clinic, the patient experienced sore, skin breakdown at the implant site around the magnet and an infection with pus at the implant site (specific date not reported). Subsequently, the patient was treated with topical antibiotics however, the symptoms did not resolve. Additionally, this resulted in the extrusion exposing the internal magnet. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.